Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has three reports: (1) MFR # 2029046-2022-01822 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath small). (2) MFR # 2029046-2022-01823 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath small). (3) MFR # for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath small).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with three (3) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small wherein one device had moisture inside the packaging and the second and third had hemostatic valve separations. It was reported that there was moisture inside the packaging of the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small while the package was unopened and sealed. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced, the issue resolved, and the procedure continued. Then it was reported that while prepping the second carto vizigo¿ 8.5f bi-directional guiding sheath small, there was resistance when trying to advance the dilator into the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath, small was replaced for the third carto vizigo¿ 8.5f bi-directional guiding sheath, small but the resistance issue persisted. The dilator not advancing past the hemostatic valve. The bwi representative then noticed that the hemostatic valve on both the second and third carto vizigo¿ 8.5f bi-directional guiding sheath, was damaged. The carto vizigo¿ 8.5f bi-directional guiding sheath, small was replaced again to resolve the issue and the procedure continued. Additional information was later received indicating the lab staff noticed the moisture in the packaging prior to opening the packaging. The hemostatic valve on both the second and third carto vizigo¿ 8.5f bi-directional guiding sheath, small were broken. The hemostasis valves (gasket) were dislodged inside the hub. The hemostatic valves did not dislodge outside of the hubs. The brim cap/hubs did not become detached from the sheaths. The carto vizigo¿ 8.5f bi-directional guiding sheath, small were not used on the patient therefore, air did not enter the patient¿s body. All issues occurred prior to access.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with this carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the device had moisture inside the packaging. It was reported that there was moisture inside the packaging of the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small while the package was unopened and sealed. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced, the issue resolved, and the procedure continued. Device evaluation details: on 24-aug-2022, the product was returned to biosense webster inc (bwi) for evaluation. The evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. This finding was reviewed and determined the hemostatic valve dislodgment (separation) is an MDR reportable malfunction. The customer¿s reported complaint of foreign material (moisture) inside the packaging was unable to be confirmed due to package was not returned. A device history record was performed for the finished device batch number, and no internal actions were identified. The customer complaint was unable to be confirmed since the package was not returned. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no findings available (c20) / investigation conclusions: appropriate term/code not available (d17) were selected as related to the customer¿s reported foreign material issue. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation. Note: appropriate term/code not available (d17) was used to represent that the device could not be analyzed to the returned condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).